Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol 2. A number of 78 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of 12 seconds, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 33 months; 78 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery status was found to be anticipated. In summary, the ICD was fully functional. The battery status mol 2 was anticipated.

Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, the device was at premature eri indication. This device was replaced with a lumax dr-t, (B) (4).